Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer's reference number: 2017865-2021-24535. It was reported that when the patient presented in clinic, it was discovered that the patient right ventricular (rv) lead was exhibiting noise. The patient is in chronic af and has had atrial lead noise in the past. Noise was able to be reproduced in clinic by applying pressure to the patient hands. Programming changes were made. The patient was in stable condition.